Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that an es2 blocker migrated post-operatively. The patient began to hear noise and experience pain 2 months after initial surgery.

Event description:
Upon further review of reported information, it has been determined that there is no issue or adverse event related to the previously reported es2 integrated blade screw.

Manufacturer narrative:
Section d was updated to reflect product catalog number. There was no product issue found related to the reported event, therefore this is a concomitant product. The correct device has been reported under MFR report # 0009617544-2020-00044.